Event description:
It was reported the patient complained of experiencing shocking sensation for the past two weeks. X-rays were taken which showed a lead pulled out from the ipg header. Follow-up identified surgical intervention was taken. During the procedure the lead in port 1-8 was found to be loose, but still in the header. The physician secured the lead in port 1-8. Effective stimulation coverage was reportedly restored postoperative,

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.